Event description:
It was reported that the pulse generator exhibited a tele-metry issue shortly after being implanted. On the iegmnoise seems to appear only during the ventricular capturetest. The device remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.